Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. After the procedure the patient developed a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. There were no other patient complications that were reported.